Event description:
The customer returned the xenon light source, which was an olympus asset with no reported complaint. During the evaluation of the device, it was observed that the power switch was plugged in, but the indicator light was not working. The service repair technician assessed the condition and determined that the issue was most likely due faulty power switch and switch was replaced. There was no patient involvement.

Manufacturer narrative:
The device was not returned to olympus for inspection; however, the malfunction was evaluated and reported by the regional repair center. A root cause could not be identified. Based on the results of the investigation, it is likely that the power switch was plugged in, but the indicator light was not functioning due to a faulty power switch. The issue is traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.